Event description:
It was reported that the right ventricular (rv) lead had dislodged and become loose. The device settings were changed and a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.